Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the "replace generator soon" message indicating that the device is approaching its end of life. The message did not clear following the software update, indicating that the message is genuine. In turn, surgical intervention may be planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The reported event of replace generator soon message was confirmed. As received, the battery voltage was below the elective replacement, indication (eri) voltage threshold and the ipg had declared (eri). The root cause of the reported observation was, due to the implantable pulse generator (ipg) having normal battery depletion at the time of explant. The device had not declared end of life (eol) at the time of explant.